Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) with moderate calcification and moderate tortuosity. The 3.0x18mm xience skypoint stent delivery system (sds) had resistance during advancement with the lesion and failed to cross due to the anatomy. There was resistance during removal. All devices were removed as a single unit. Another device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.